Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that over the last 6 weeks, the pt was unable to generate enough power for the stimulation to be felt at a comfortable level. The sales rep met with the pt and tried several electrode configurations to no avail. All contacts exhibited low lead impedances, except for one which was extremely high. An x-ray was taken and did not reveal any breaks or anomalies. The dr plans to reposition the lead.

Manufacturer narrative:
The precise model number and lot number are unk at this time. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.